Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose level. The blood glucose at the time of the incident was 523 mg/dl. Troubleshooting was not able to resolve the issue. Advised to discontinue use of the insulin pump and revert to a backup plan. The device will be returned for analysis.

Manufacturer narrative:
Findings: unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed unexpected alarm error test and self-test. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker.